Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2011. Upon follow up computed tomography (CT) showed a type 3a endoleak. Physician has scheduled a secondary procedure to seal the leak. The secondary procedure has not been complete yet. The patient is in stable condition.